Manufacturer narrative:
The referenced pump exchange and chronic bacteremia covered under MFR report number 0002916596-2013-01144. Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient with a history of pump exchange for pump pocket infection and chronic bacteremia admitted into the hospital on (B)(6) 2018 for shortness of breath and feeling poorly. The lactate dehydrogenase (ldh) was up to 565 u/l (baseline of 200-300) which was thought to be due to a dehydration in the setting of fevers and suspected acute on chronic infection. A ramp echocardiogram revealed the pump appeared to be operating appropriately. The patient was discharged on (B)(6) 2018 against medical advice. The ldh was 478 u/l at that time. The patient stopped answering phone calls, cancelled follow-up appointments, and had not obtained requested lab work for follow-up. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this investigation. Hemolysis and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.